Event description:
Revision surgery due to delta revision tt cup (not marketed in the USA) mobilization performed on (B)(6) 2019. According to the info received, the revision surgery object of this report was the third revision surgery for this patient: previous surgeries were performed on (B)(6) 2017 and on (B)(6) 2017. During surgery on (B)(6), only the liner and the head had been removed, and double mobility was implanted. The date of the primary surgery is unknown. Previous revision surgeries were never reported to limacorporate as medical complaints and no information on their causes or outcomes is available. During the revision surgery performed on the (B)(6) 2019, the acetabular side of the implant was removed, the stem instead remained in situ. According to the information reported, the surgeon responsible for the last revision surgery (different from the surgeon responsible for previous surgeries) believes that the stem had been implanted in a suboptimal position (too superiorally and laterally rotated), acting as a lever arm to mobilize the acetabular cup. No other components were implanted on (B)(6) 2019 and surgeon's plan is to perform a second stage revision surgery to remove the stem and implant a customized acetabular implant from a competitor. A possible infection was also reported and the complaint source stated that antibiotics were in fact part of the treatment plan and that at least 7 samples were sent off for microbial culture. The results were not made available to limacorporate. Following, all the components involved: - 4513.15.080: c2 revision fem. Stem # 6 lot#1212267, ster.1400104, implanted on (B)(6) 2017; - 5533.38.066: delta-rev.-tt acet. Cup ø66mm lot#1413816, ster.1400356, implanted on (B)(6) 2017; - 5886.15.520: delta angled spacer 20°# l+5 lot#1516435, ster.1600032, implanted on (B)(6) 2017; - 8420.15.020: bone screw ø6,5 h.25mm lot#1705914, ster.1700199, implanted on (B)(6) 2017; - 8420.15.030: bone screw ø6,5 h.30mm lot#1702444 , ster. 1700118, implanted on (B)(6) 2017; - 8420.15.030: bone screw ø6,5 h.30mm lot#1706858, ster.1700214, implanted on (B)(6) 2017; - 8420.15.040: bone screw ø6,5 h.35mm lot#1706860 ster.1700214 , implanted on (B)(6) 2017; - 8420.15.050: bone screw ø6,5 h.40mm lot#1611920, ster.1600227, implanted on (B)(6) 2017; - 5566.50.401 mobile liner øint 28 mm ø40 mm lot#17at0vu, ster.1700201, implanted on (B)(6) 2017; - 5885.09.040 liner #m for mob. Liner ø40 lot#1706336, ster.1700206, implanted on (B)(6) 2017; -ceramic head and adapter, not manufactured by limacorporate and implanted on (B)(6)2017. Patient data: born in 1957, male event happened in australia. Note: acetabular cup code 5533.38.066, stem code 4513.15.080 and spacer code 5886.15.520 were never marketed in the USA.

Manufacturer narrative:
DHR check: the sterilization charts of the involved components were checked, without finding any pre-existing anomaly: these components had been regularly sterilized before being placed on the market. Explants and xrays analysis: explanted components were not available to be returned to limacorporate for further investigation. Only some photos of the explants were received and analyzed by our medical expert. X-rays dated (B)(6) 2019 were provided to us and analyzed by our medical expert, his comments as per follows: "all provided xrays are dated (B)(6) 2019. So I cannot comment on previous circumstances. For sure on those x-rays the cup is definitely loose while the c2 stem is stable and in correct position. There is a plate with hooks laterally, meant to secure a dislocated trochanter. However, the trochanter seemingly has resorbed meanwhile, leaving the plate useless. This one should be removed anyway, especially as there are already lucent lines visible at the distal parts.. Such it would have been correct to exchange only the cup. On the fotos of the explants I cannot see any failure of the implants. However analysing the reports from the surgeries done there are several peculiarities. The second revision in (B)(6) 2017 took place only 3 weeks after the foregoing revision. Exchanging inlay and head is the usual procedure during a dair (debridement with implant retention), indicating there has been an early infection. Seemingly this procedure was without success accompanied by loosening of the cup. Such situation would have required complete removal of all implants. It seems that the surgeon came to the same conclusion, requesting completion of removal. The explanation of the surgeon that the stem might be positioned suboptimally is only an excuse. The stem is implanted correctly and well fixed; the osseous defects are not very massive and are not caused by wear but by the ongoing infection. It is correct to remove the stem. As it is well fixed it must be expected that its removal most probably will result in additional defects, requiring a revision stem. A customized stem appears not indicated in that situation. For me infection clearly is present, requiring either a one stage or two stage exchange, combined with adequate antimicrobial measures. For me it is unclear why this is planned only 2years after the last revision, what happened during that time???? Didn´t the surgeon take cultures? Sonication of the explants should identify the causing pathogen. In summary the case is an unfortunate course of infection that has nothing to do with the implants used." Conclusion: stating that: -the surgeon responsible of the revision surgery reported a possible malpositioning of the stem as a contributory factor to the loosening of the acetabular cup, but this was not confirmed by our medical consultant; -no failure of the implants was detected by the analysis of the available x-rays and explants photos; -our medical consultant hypothesized the presence of an early infection in 2017, leading to the revision surgery on (B)(6) 2017. He also suggested that the "procedure [on (B)(6) 2017] was without success accompanied by loosening of the cup"; -the check of the dhrs confirmed that the involved products were regularly sterilized before being placed on the market; -according to our medical expert, "the case is an unfortunate course of infection that has nothing to do with the implants used". The infection seems to be the main cause for this revision surgery. Based on the available information, we cannot go back with certainty to the cause for the infection, but, according to our analysis, this event cannot be classified as product-related. Pms data: based on our pms data, we can estimate a revision rate of uhmwpe mobile liners (5566.50.xxx-5565.50.xxx) due to infection of 0.059%. No specific action for this case. Limacorporate will keep the market monitored to detect any further similar events.

Manufacturer narrative:
By checking the DHR of the lot# involved, no anomaly was detected. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to delta tt cup mobilization performed on (B)(6) 2019. It is reported that this was the third revision surgery for this patient: previous surgeries were performed on (B)(6) 2017 and on (B)(6) 2017. Date of primary surgery is unknown. During current surgery, the following components were removed: (B)(6). Complaint source reported that the defect from the pistoning and wear from the cup was so extensive that nothing off the shelf would fit in the hole, even with cement. Additionally it appeared that the patient possibly had an infection so removal of the metal and IV antibiotics were part of the treatment plan. Therefore, the surgeon planned to implant a custom acetabular implant from another manufacturer. The stem was left in situ instead. According to the information reported, the surgeon believes that the stem had been implanted in a suboptimal position, acting as a lever arm to mobilise the cup. Event occurred in (B)(6).